Event description:
Customer reported that alerts from the tandem mobi pump were not as loud as expected. There was no adverse impact to the customer¿s blood glucose level. Customer checked sound settings and planned to download the dexcom app for more effective nighttime alerts, assisted by technical support.